Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 events were reported for this quarter. 1 device was received. 1 device evaluation is in progress. 2 devices are available for evaluation but have not yet been received. 4 devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events, in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 4 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. 2 devices were not available to stryker for evaluation. Evaluation status 2 events were confirmed during testing. - 2 devices were found to be affected by corrosion. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the device overheated. There was no patient involvement; no patient impact.